Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 13 mg/dl and 220 mg/dl 2) 14 mg/dl, 113 mg/dl, and 105 mg/dl 3) 28 mg/dl, 157 mg/dl, 159 mg/dl, and 156 mg/dl each set of results were obtained on different days. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.